Event description:
It was reported that the right ventricular (rv) lead impedance was high. The physician observed a connection issue with the lead and device. The physician reconnected the lead and both the rv lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this products: 6944-65, implantable tachy lead, 2008 (B)(6). (B)(4).